Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, exhibited ?double beep, no cassette attached" during testing. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: the device was returned. The problem of " double beeping no cassette " was duplicated, during the investigation. The root cause was unknown. No disposable and high pressure alarms were found in the event history logs. Recommended replacement of the downstream sensor. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured in 2019, and is out of warranty therefore, no manufacturing device history record review is needed.